Event description:
It was reported that during central processing, the fenestrated bipolar forceps had a broken tip. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: customer confirmed damaged tips were found at the instrument. Additionally, it was confirmed missing or detached material from the portion of the device that enters the patient¿s body, however no fragment fell into the patient as instrument was not used once the tip was noted to be broken prior to case.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken main tube at the distal end. There is some material missing from the main tube. Components internal and adjacent to this broken main tube do not show damage. Additional finding not reported by site: the instrument was found to have a severely bent grip, causing misalignment of the grip-tips. The complaint regarding the broken tip was confirmed by failure analysis.